Event description:
Reporter indicated that vns patient was hospitalized for treatment of infection at implant site and was scheduled to be explanted. Further follow-up revealed that the infection was present at the pulse generator/pocket area. The site was aspirated and treated with IV antibiotics. The vns therapy system was not explanted. The infection has reportedly resolved.